Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 19aug2016: the received x-ray shows that the complaint is confirmed. Nevertheless, based on the provided information, without the material and without knowing the lot number an investigation or disposition is impossible, as it was confirmed in the original notification email, the product was discarded in the hospital and therefore it cannot be shipped for analysis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Date of event: unknown. This is report is for one unknown screw. Part and lot numbers were not available for reporting other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6)as follows: it was reported that following initial surgery to treat an intertrochanteric fracture on (B)(6) 2016, 6 to 12 weeks after increasing to full weight bearing, the patient's intertrochanteric fracture dislocated and a screw broke. The patient experienced pain and shortening of the proximal femur (approximately (B)(6) 2016). Because of the lack of healing there was necrosis of the proximal femur. Revision surgery was performed on (B)(6) 2016 and the existing hardware was removed. The patient was revised to a prosthetic hip implant. This report is for one unknown screw. This report is 1 of 1 for (B)(4).